Event description:
I used renu contact lens saline solution from 7-24-05 to 11-15-05. I lost ten days from work because of excrutiating pain and light sensitivity. I couldn't sleep because of pain. I won't be able to wear contact lenses from now on.